Event description:
Rep reported that device could not be interrogated after multiple attempts. Patient was externally cardioverted. Device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The ICD was returned for analysis. Upcoming visual inspection revealed signs of an electrical arc-over on the ICD housing as well as on the ICD antenna inside the header. This indicates a shock delivery into an external short circuit between ICD case and antenna. Subsequently, the ICD was subjected to an electrical analysis. Thereby the device could not be interrogated, and the therapy functionality was not available. The header of the ICD was inspected in detail. The root cause of the external short circuit could be tracked down to a misaligned placement of the antenna due to an individual error during assembly of the device header of this particular ICD. Despite multiple inspection steps, this misalignment was not identified during production. As a result of this event, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event. We apologize for any inconvenience that this event might have caused.